Manufacturer narrative:
Reporting institution name: (B)(6) hospital. H3 other text : the device was evaluated by the customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed, and paddle sparks during the discharge test. The device was evaluated by the customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to work functionally after cleaning the external paddles by customer. Based on the information available and the testing conducted, the cause of the reported problem was dirty paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.